Event description:
During a follow up call to the facility nurse on (B)(6) 2010, the nurse advised the patient's transfer set had fallen off on (B)(6) 2010, the patient reattached the set, resulting in peritonitis occurring. The patient was not hospitalized, but was treated with vancomycin intraperitoneal (ip). The sample was discarded and the patient has recovered from the event. The patient has been retrained on aseptic technique.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, no evaluation was performed.